Manufacturer narrative:
Additional information was provided in d9. The device has been received for evaluation, and the investigation is underway. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
35 year-old male collapsed with cardiac arrest on golf course. Stage e cardiogenic shock on arrival to emergency room. ECMO placed emergently as the primary support device. Impella cp inserted via right femoral artery for left ventricular unloading. Pink urine noticed, and device repositioned. Blood transfusions given. Patient transferred on day 4 for escalation to impella 5.5 support, and wean ECMO support. Impella 5.5 implanted, and when impella cp removed, physician was unable to achieve hemostasis. Surgical cutdown needed for femoral artery closure. Impella 5.5 explanted after 5 days of support. Patient recovered.